Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: shoulder surgery. Cathplace: shoulder joint. Date of surgery: (B)(6) 2006. Patient alleges chondrolysis in left shoulder following placement of an on-q painbuster after surgery on or about (B)(6) 2006.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided, therefore; the device history records could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was a lawsuit received by I-flow, llc, no customer contact can be made at this time due to the pending or threatened litigation. As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings sections: "avoid placing the catheter in joint spaces. Although there is no definitive established casual relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today." (1303722, rev. E). Information from this incident will be included in our product complaint and MDR trend reporting system.